Event description:
Additional information was received from the patient. They reported that they were not sure what the problem was. They were trying to get to the part where they where they could increase, but they figured it out. Patient stated the device was too low and couldn't feel the stim but they got it on and increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the last few days, they did not  feel like there was any stimulation of any kind and that they couldn't hold their bladder. The patient stated that they'd had a full body MRI scan about a month ago but noted that they'd "shut it off the way they were supposed to and then made sure it was back on again" patient stated they confirmed it was back on and that it had been doing fine afterwards. Patient stated they'd also had an ultrasound and a biopsy of their liver probably 2-3 weeks ago and they were told that the MRI had been the only thing that would affect the therapy. Patient services asked the patient if they'd turned the therapy off for the ultrasound and perhaps it hadn't been turned back on and the patient denied this and stated therapy had been on afterwards. Patient denied having changed the program or accidentally turned the therapy off. Patient stated they didn't know why when they connected it showed "0.0" but it did. Patient just stated that the last couple of days, something acted like it just shut it off. Patient services reviewed with the patient that the therapy wasn't supposed to turn itself off, that it would be highly unlikely to just turn off and that if there had been an issue with strong electromagnetic force, it would show the patient a power on reset (por) which the patient hadn't seen. Patient stated they just turned the ins back on and increased the stimulation up to 2.0 ma but they noted they felt a little tingling in their leg. Patient services reviewed stimulation considerations with the patient and the patient was able to connect to their therapy settings on the call and bring the stimulation down to a comfortable level where it wasn't in their leg. Patient stated they wrote down the therapy setting and that they would keep checking to see if the issue occurred again. Patient services redirected the patient to follow up with their health care provider (hcp) about the issue. Patient stated they didn't have a managing health care provider (hcp) so patient services sent the patient physician listings. The patient was going to monitor their symptoms and their therapy setting and follow up with an hcp about their concerns. No further action was taken by patient services.